Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and replaced the pressure transducer to resolved the reported issue. The fse also replaced the 5000 hour pm kit, and the iabp passed all functional and electrical tests and was returned to the customer for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a low vacuum alarm. The circumstances of the event is unknown; however, no patient involvement or adverse event was reported.